Event description:
It was reported that during a laparoscopic gastric band procedure when the port was being placed on the fascia, the hooks would not deploy. Another port was used to complete the case with no patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.